Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center. The complaint of too much pressure was confirmed. A batch record review has not been conducted for device because it was manufactured by fms in nice, france. This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during an unknown procedure the pressure of the fms duo+ was too high. The procedure was completed with the device. There was no patient harm or delay in surgery. This is report 1 of 1 for (B)(4).